Event description:
It was reported that the customer's insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was monitored for 24 hors with multiple basal rates and it passed. Unit passed displacement test, all operating currents were normal no blank display or moisture damage noted.